Event description:
It was reported there was a volume discrepancy at a refill the day of report. The expected residual volume (erv) was 7.2ml, but the actual residual volume (arv) was 0.0ml. The pump was used to deliver baclofen. The previous refill on (B)(6) 2014 had no issues. There was a dose increase on (B)(6) 2014 due to more spasms. It was noted the nothing could be aspirated with the refill kit, so they injected nacl into the reservoir and were able to aspirate it. It was noted the pump was then refilled with lioresal. The patient had no side effects, and the next refill was scheduled for (B)(6) 2014. The pump logs were read. Additional information reported the patient returned home with the same treatment as before. There was a slight increase in spasticity that was noticed the last few days, but this was nothing different from the previous refills. The patient would be seen sooner than previously reported to perform and intermediate refill.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the refill went fine. They withdrew 17.5 ml from the reservoir, and 18.5 ml was expected per the clinician programmer. Their next refill date was scheduled for (B)(6) 2015.

Event description:
Additional information received reported the patients next scheduled refill was (B)(6).